Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because no lot information was provided. Based on available information, the reported incomplete coaptation (slda) was due to change in patient condition (i.e., endocarditis). The reported recurrent mr appears to be due to the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report a post-procedural single leaflet device attachment (slda) which required intervention and prolonged hospitalization. It was reported that a patient presented with mitral regurgitation (mr), cerebral palsy, and a p2 flail. On (B)(6) 2017, a mitraclip procedure was performed. The device functioned as intended. The mr was reduced. On (B)(6) 2022, the patient was treated for endocarditis. Per the physician, the mitraclip was not the cause of the endocarditis. A single leaflet device attachment (slda) was observed. The posterior leaflet was detached. Per the physician, the endocarditis was suspected to have caused the slda. On (B)(6) 2023, the mr was grade 4. A second mitraclip procedure was performed to stabilize the slda. The mr was reduced to grade 2. No additional information was provided.